Event description:
Reports receiving freestyle blood glucose readings of "hi" (>500 mg/dl). Customer was given insulin and experienced symptoms of hypoglycemia. Transported pt to the hosp, where pt was treated with an IV.